Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the right ventricular lead pacing impedance was high and undefined, and an alert was triggered. When the polarity was tested in the tip-to-coil configuration, the impedance was within normal limits so the lead was reprogrammed and remains in use. It was noted when performance data was reviewed, that polarities with the ring were increased, which indicates a possible lead/device connection issue, however follow-up with the physician's office clarified the physician did not plan to reconnect the lead to the device. No patient complications have been reported as a result of this event.